Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/13/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction to an infection which occurred the day the sensor had been inserted in the abdomen. The patient developed redness, inflammation, pimples, dry skin, drainage, and pustules extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with dove sensitive skin soap, care touch alcohol prep, safe n simple no sting skin barrier wipes, and a dexcom overlay patch which helped to minimize the reaction. On (B)(6) 2023, the patient consulted a health care provider who prescribed topical medications (mupirocin ointment usp 2%, triamcinolone acetonide cream usp 0.1%, and nystatin cream usp 100,000 usp nystatin units) and an oral antibiotic medication (sulfamethoxazole - tmp ds tablets) for the infection. No additional event or patient information is available.